Manufacturer narrative:
Results: the lens was returned incorrectly placed in the carrier, with the haptics bent. Due to the condition in which the lens was received, the cause for this malfunction cannot be determined.

Event description:
The haptic of the lens was found damaged upon opening the lens carrier.